Event description:
It was reported that pump experienced recurring malfunction alarm with code malf 9 and associated fault ID, with no notable events occurring before the issue. There was no adverse impact to the customer's blood glucose level. Customer was instructed to use multiple daily injections as backup insulin therapy, received instructions on placing pump into storage mode, and was advised to return malfunctioning pump to tandem within 10 days using provided materials while a replacement pump with updated software was sent; customer was also advised to reprogram pump settings and reconnect continuous glucose monitor on replacement device.